Event description:
It was reported that the pt complains of pain. Had bloodwork done and MRI. Chromium levels were 2.2. Pt is scheduled for revision surgery on (B)(6) 2012.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.